Manufacturer narrative:
The customer¿s reported issue, signal loss, was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 16.7.10 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. No failure modes were observed on the sensor plug assembly upon visual inspection. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The sensor was activated with a known good reader to receive the first 5 ble (bluetooth low energy) packets. All packets contained the full bluetooth count and rssi (received signal strength indicator). No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR (device history records) for the libre sensor and sensor kit indicate were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 8 plus phone with ios operating system version 16.7.10. As a result, the customer was not alerted of changes in glucose level and experienced shaking, weakness, and was unable to self-treat, requiring treatment of oral glucose tablets by non-healthcare professional . There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 8 plus phone with ios operating system version 16.7.10. As a result, the customer was not alerted of changes in glucose level and experienced shaking, weakness, and was unable to self-treat, requiring treatment of oral glucose tablets by non-healthcare professional . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected the reader to software nd isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 8 plus phone with ios operating system version 16.7.10 and app version 2.11.2.8275. As a result, the customer was not alerted of changes in glucose level and experienced shaking, weakness, and was unable to self-treat, requiring treatment of oral glucose tablets by non-healthcare professional . There was no report of death or permanent impairment associated with this event.